Manufacturer narrative:
Journal article title: high bleeding risk patients treated with very thin-strut biodegradable polymer or thin-strut durable polymer drug-eluting stents in the bio-resort trial authors: paolo zocca1 <(>&<)> marlies m. Kok1 <(>&<)> liefke c. Van der heijden1 <(>&<)> peter w. Danse2 <(>&<)> carl e. Schotborgh3 <(>&<)> martijn scholte4 <(>&<)> marc hartmann1 <(>&<)> gerard c. M. Linssen5 <(>&<)> carine j. M. Doggen6 <(>&<)> clemens von birgelen1,6 journal name: cardiovascular drugs and therapy (united states) literature reference - doi.org/10.1007/s10557-018-6823-9 year:2018 issue #: pp 1¿10. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via journal, that resolute integrity stents were used as part of the bio-resort trial. Collective adverse events reported include, cardiac death, mi, tvr, tlf, stent thrombosis and gi bleeding